Manufacturer narrative:
As the pneumostat drain in question was not returned an evaluation of the actual product in question was unable to be conducted. The pneumostat drain is used to collect air from the patient¿s chest cavity. The details indicate that the patient developed a pneumothorax after being released from the hospital on a follow up appointment. There are many factors that would cause a pneumothorax including an air leak between the patient line and the drain itself but also where the chest tube enters the patient. Without the drain in question an evaluation of the actual product cannot be conducted. The details provided also state that the patient was connected to the much larger oasis chest drain prior to being released with the pneumostat chest drain. It is possible that the patient¿s condition had not resolved enough to be placed on the smaller pneumostat chest drain as placing the patient back on to the oasis chest drain resolved the pneumothorax. All drains manufactured are tested for functionality prior to being packaged to ensure the product is working properly. As the device lot number was not provided a review of the device history records could not be performed. Atrium medical corporation only releases product that has passed all quality and performance requirements. Based on the results of the investigation atrium medical corporation cannot conclude that the chest drain in question was the cause of the patient¿s pneumothorax. Clinical evaluation: it is imperative that chest drainage systems and patient status be methodically assessed at frequent and regular intervals. The system must be checked for loose connections, tubing security and presence or absence of air leak. Other inspections include kinking of the tubing, dependent loops, closed clamps, color and character of the drainage, the rate of drainage, the water seal, bubbling (continuous or intermittent) and the negative pressure indicator. The instructions for use (IFU) states patient tube connection, air leak well, and needleless luer-lock port should be checked regularly to confirm proper operation. The IFU also states to replace pneumostat chest drain valve if damaged or when collected volume meets or exceeds maximum capacity and to ensure pneumostat is securely fastened to catheter.

Event description:
N/a.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. Device not returned.

Event description:
Doctor had concerns about the pneumostat product saying that "the valve, for whatever reasons is insufficient and allows air to reenter the pleural space". Doctor explained that a patient was discharged with the pneumostat in place and upon follow up, the patient developed a pneumothorax without complications. They were readmitted and placed back on a regular drain and the pneumothorax resolved.